Event description:
It was reported that this was an arteriotomy closure of a calcified right common femoral artery using a proglide device after an interventional procedure using a 6f sheath. Reportedly, the device was advanced and pulled back against the vessel wall. The device was advanced once more and pulled back to confirm the device was in fact positioned against the vessel wall. At this time the device became stuck and was attempted to be removed against resistance. It ended up separating at the distal guide. A cutdown was performed to remove the device and hemostasis was achieved via surgical suturing. There was extended hospitalization. Per return device analysis, the posterior foot was separated and not returned. Follow-up with the account confirmed that all parts of the device were removed during the cut down surgery. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
Analysis was performed on the returned device. The reported guide and foot detachment were confirmed. The reported device entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It was reported that the device became stuck and was attempted to be removed against resistance. It should be noted that the proglide instructions for use, states: do not advance or withdraw the perclose proglide suture mediated closure device against resistance until the cause of that resistance has been determined. In this case, the removal against resistance was circumstantial related to the difficulties encountered. The reported guide detachment, foot detachment and device entrapment appear to be related to high angle of insertion or torsional manipulation applied due to interaction with the patient calcification during device placement. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na.